Event description:
Resident of hosp skilled nursing, was transferred at 16:02 to the emergency dept at another hosp for fever, tachycardia, and obtundation. On entry, pt was tachyneic and required ventilator support. Pt was placed on a puritan bennett 7200 ventilator, settings simv 12, tv 700, peep 3, using the pt's pre-existing tracheostomy. At about 17:30, primary nurse described respirations as "agonal" and, on assessment, found no pulse. A "code blue" was called. On reaching the pt, CPR and manual ventilation of the pt began. The pt could not be resuscitated. At the time of the code, the attending physicians and nurses questioned whether the ventilator was functioning correctly. The machine was turned on. Settings in place, but no alarms sounded when the tubing was removed for manual ventilation. The hosp biomedical team and respiratory therapist assessed the machine immediately and found no deficits. The apnea alarm is set at 20 secs and so an alarm may not have sounded at the time of the code if the tubing was removed and the "silence alarm" button pushed. Nonetheless, given rptr's concern over the possibility that the ventilator might have malfunctioned, MFR removed it from svc, called for an outside biomedical evaluation, and wish to report the incident to the FDA. Rptr has made a report to the dept of health as well.